Event description:
Users were experiencing symptoms of airway irritation sore, throat, coughing, sinus complaints and pain, and headaches possibly related to the use of cidex opa in custom ultrasonic scope processing machine. It was discovered that the fume recovery device was clogged. Unknown if medical treatment was sought as individual users did not return further information except that one user missed two days of work and the room was closed down.